Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented to the clinic with weakness, dizziness and shortness of breath. Upon device interrogation, the right ventricular (rv) lead exhibited high thresholds and loss of capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.